Manufacturer narrative:
D4: UDI and h4: manufacture date are unknown, no information is available from the serial number provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had error code 45639. The event occurred during testing.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing was unable to verify or duplicate the reported problem. The most likely cause of the report error is the main board. Replaced main board and motor to resolve report error. This device passed all functional tests after the repair. The service history review had no indication that the complaint was related to a service of the device within the review period.